Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6), 2011, the pt was treated emergently for a ruptured abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. On (B)(6), 2011, an intervention occurred. The pt was implanted with a gore excluder aaa aortic extender endoprosthesis to resolve a type-1 endoleak. The pt tolerated the procedure well.